Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing pacing impedance and threshold measurements reaching out of range. Further evaluation is expected at the next follow up appointment. New information was received indicating that this lead remains implanted, and the physician will continue monitoring the patient. This lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported.